Manufacturer narrative:
Citation: cocomello l, meloni m, rapetto f, baquedano m, ordoñez mv, biglino g, bucciarelli-ducci c, parry a, stoica s, caputo m. Long-term comparison between pulmonary homograft versus bioprosthesis for pulmonary valve replacement in tetralogy of fallot. J am heart assoc. 2019 dec 17;8(24):e013654. Doi: 10.1161/jaha.119.013654. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a long-term comparison between pulmonary homograft and pulmonary bioprosthesis implantation in patients with tetralogy of fallot (tof). All data were collected from a single center between 1995 and 2018. The study population included 209 patients, 62 of whom were implanted with medtronic hancock bioprosthetic surgical valve into the pulmonary position. The patients implanted with a bioprosthetic valve were predominantly male with a mean age 24 years. The remaining patients were implanted with a non-medtronic bioprosthesis (73) or a non-medtronic homograft (75). No serial numbers were provided. Among all patients, no deaths were associated with a medtronic device. Among all patients implanted with a bioprosthetic surgical valve, adverse events included: unspecified structural valve dysfunction (svd), endocarditis and mild pulmonary regurgitation. Based on the available information a medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.